Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual and magnifying inspections: it had been elongated at approximately 8mm from the distal end. The fractured surface of wire had been exposed at "section a". "Section b" and "section d" had been twisted. The wire had been exposed and fractured at "section c". X-ray fluoroscopic inspection: the wire was found from "section a" to the distal end. It was inferred that there was the wire from the distal end to "section a" (approximately 8mm). Electron microscopic inspection: spiral patterns and dimple patterns (hole-shaped patterns) were found on the fractured surface of "section c". No tapering was found at the side on the fractured section of "section c". Confirmation of the missing length: from the distal end to "section a": approximately 8mm. From "section c" to the end of hydrophilic coating section: approximately 237mm. Since the total value of above two sections met the factory's specifications, it was likely that there was no missing part on the wire. Measurement of dimension: outer diameters of the hydrophilic coating section and the ptfe coating section met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the product inspection record. No other similar report from other facilities was found in the past. Simulation test: we have been aware that the guidewire was fractured when the following force a) - d) was applied. We have also been aware that there were characteristics in the shape at the side on the fractured section and at the fractured surface on the wire depending on the mechanism leading to the fracture. A) when pulling force was applied the side on the fractured section of wire was tapered, and dimple patterns (hole-shaped patterns) were found on the fractured surface. B) when repeated bending force (repeated 90° bending force) was applied no taper was found at the side on the fractured section of wire, and dimple patterns (hole-shaped patterns) were found on the fractured surface. C) when continuous torque force was applied in the same direction [in the bent state] no taper was found at the side on the fractured section of wire, and radial patterns were found on the fractured surface. [In the straight state] no taper was found at the side on the fractured section of wire, and spiral patterns starting from the center were found on the fractured surface. This condition was similar to that of the actual sample. D) when pulling force was applied in a looped state the side on the fractured section of wire was curved and tapered, and the fractured surface was roughened. Based on the investigation result, no anomaly was found in the manufacturing history records and dimensions of the actual sample. From the reported issue, condition of the actual sample, and the simulation test result, following factor was inferred as a possible cause of this case. When attempted to pass the guidewire through a severely calcified lesion, it got stuck in the lesion. Since torque force was applied to release the stuck part, the wire was fractured. From the simulation test result, it was inferred that continuous torque force was applied to the guidewire in the same direction in the straight state. Since the total length of actual sample met the factory's specifications, it was likely that there was no missing part. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: consumables stoc controller the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834..

Event description:
The user facility reported that the guidewire was blocked in the catheter. A 0.014 x 300 terumo glidewire advantage uncoiled in the patient during use. It was attempted to cross severely calcified right anterior tibial artery lesion. The 0.014" advantage guidewire tip was partially detached from the end and was only held on by small coil. Fortunately, it did not detach completely inside the patient. It was noticed that it was not behaving as expected, and there was no torque or attempted rotation of guidewire. It was gently removed via 0.018" navicross. There was no patient injury or medical/surgical intervention required. The procedure outcome was not reported. There was no harm to the patient.